Event description:
Tip of stent catheter separated from body of stent/balloon catheter. Catheter was difficult to advance over the coronary wire, withdrawn, separation noted. Catheter removed never having entered pt's body.